Event description:
Caller reported an alarm 2 related to an occlusion issue which did not cause the customer¿s blood glucose level to exceed 500 mg/dl or the cgm to read ¿high.¿ there was no adverse impact to the customer¿s blood glucose level. Caller was instructed to perform several actions to address the issue, including disconnecting and reconnecting tubing and delivering a bolus, but the occlusion alarm recurred. No physical damage was observed, and it was noted that insulin had been improperly transferred from an old cartridge. Technical support assisted in loading a new cartridge and decided to replace the pump. The customer will use mdi as backup therapy, and technical instructions were provided for returning the pump and placing it into storage mode.